Event description:
A caregiver (cg) contacted global technical services (gts) regarding a check supply line alarm that occurred on the homechoice (hc) unit during fill 5 of 5. The cg stated the heater line was disconnected from the heater bag. The cg stated the home patient (hp) will stop therapy and contact the peritoneal dialysis (pd) nurse first thing in the morning. On (B)(6), 2011 product surveillance contacted the hp who stated that the heater line just came out of the bag. The hp stated he did not see anything unusual with the set up at the time. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report was not confirmed. The caregiver (cg) stated the heater line was disconnected from the heater bag. The hp stated he did not see anything unusual with the set up at the time. A batch review was not performed as lot information was unknown. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found no adverse trend. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.